Event description:
It was reported patient underwent a left m2a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to synovitis. Inflamed tissue was noted during the revision procedure. The head and cup were removed and replaced with biomet cup, liner, head and neck.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00374 / 00375).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.